Manufacturer narrative:
On 19 november 1997, the physician reported that she suspected that the trauma to the lip areas by the injections triggered the herpes outbreak. The zovirax was effective; the herpes resolved without residual on 1 october 1997.

Event description:
A physician reported that a pt was skin tested in the forearms on 7/9/97 and 7/24/97, both were read as negative. On 9/23/97, the pt was treated into the upper and lower vermilion borders. On 9/24/97, the pt reported that her lips were extremely sensitive. On 9/28/97, the physician observed redness and irritation in the lips and diagnosed a herpes simplex viral infection, which she believed was probably latent and probably triggered by the collagen treatment. Zovirax 800mg three times daily was the only medical or surgical intervention prescribed or planned.